Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with sudden onset shortness of breath and chest pain. An echocardiogram confirmed pericardial and pleural effusions. The right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.